Event description:
The customer reported a power supply failure - bad ac power module. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported a power supply failure - bad ac power module. There was no reported patient involvement. The customer confirmed the ac power module was intermittently not charging the battery and isolated the issue to the ac power module. The ac power module was replaced and resolved the issue. We will consider this a malfunction of the ac power module where the module was intermittently not charging the battery.